Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 586 mg/dl, 95 mg/dl, hi (greater then 600 mg/dl), and 69 mg/dl. Low blood glucose symptoms were reported with these results. Customer states she was on an airplane flying at an altitude of 27,000 feet when these results were obtained. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.